Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Event description:
A customer reported that a footswitch had problems. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch and cable. Both were returned for evaluation. The footswitch was found to meet specification and the cable was determined to have a kink which was later replaced as a preventive measure. The footswitch was returned to the customer and indicated they were working condition. The review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 21, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).